Manufacturer narrative:
Additional information: h6 (update codes), h7, h9 and h11. H11: a device history review revealed no issues that could have caused or contributed to the reported issue. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a novum iq syr had downstream occlusion during delivery in neonatal intensive care unit. The pre-filled flush syringe alarmed downstream occlusion right away when hung. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.